Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated hemoglobin result while using the cell-dyn emerald analyzer. The customer indicated that the patient has high wbc counts, which they were inquiring whether that would impact the hemoglobin results. The customer provided the following results (g/dl): on (B)(6) 2016: initial 9.8 g/dl, retested on the cell-dyn 1800 analyzer 10.1 1(reference range hgb 12.0-18.0 g/dl), retested on a sysmex analyzer 7.3. The specimen was also tested at a reference lab using the beckman platform: 9.4 (range 11.7-15.5). No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the customer provided data did not identify a product issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of cell-dyn emerald analyzer, list number 09h39 was identified.